Event description:
Customer reportedly obtained results of 580 mg/dl on the aviva system within 10 mins. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement was sent.